Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that troubleshooting performed related to charging talking too long and too often was the rep checked the recharge intervals and the patient was mistaken regarding how long a charge was taking. Actions taken to resolve the charging taking too long and too often was the rep went over charging protocol. The charging issues were resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that it was taking 4 hours to charge the implantable neurostimulator (ins). The manufacturer representative was going to review charging technique and steps with the patient. The charging would then be monitored to see if education resolved the length of the charge session. No patient symptoms were reported. No further complications were reported. Additional information was received from the hcp via a representative on (B)(6) 2018 reporting that education seemed to resolve the charging issue and no other steps were needed. No further complications were reported. Additional information was received from the consumer (B)(6) 2018. It was reported that the patient had been charging constantly. The patient has seen the manufacturer representative multiple times. The patient further stated that this is the 5th time she has charged this week and was charging at the time of the call. The patient wanted to know if she could get an extra controller, so she could charge her implant with one and also charge the extra controller in the wall, ready to be used so she can get on with her life. The patient was redirected to their healthcare provider to purchase equipment. The patient thought her implant should be charging within the hour but that is not happening. The patient states she is not doing anything wrong and that when recharging she gets the excellent recharging quality and recharges to 100%. The patient noted that yesterday when she was charging the implant, the controller said that she had stopped the charge. The patient further stated the controller shows the implant is charging at 100% but she is continuing to charge until charge is complete. The patient stated that yesterday she charged to 100% and when she went to charge today, the controller made a note that she stopped the charge before she was ready for finished. The patient stated her ins is depleting quickly. It was reviewed that recharging depends on usage and settings. The patient was redirected to their healthcare provider to get device settings checked and for an extra controller if the patient wanted to purchase. No further complications were reported/anticipated.